Event description:
The physician reported that there were no contributory medication changes, programming changes, or other external factors that preceded the onset of the increase in seizures. Analysis of the generator was completed on (B)(4) 2014. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Clinic notes dated (B)(6) 2014, stated that this patient¿s generator was no longer functioning. The patient had had improved seizure control when the device was functional. The patient presented to discuss generator revision. Follow-up showed that the device has to be replaced prophylactically due to an increase in seizures. The device was confirmed to be at eos=no; however, the physician believed the device was not functioning due to the length of implant. Attempts for additional information have been unsuccessful. A battery life calculation was performed with available in-house data. The results indicated 0 years reaming to near end of service. On (B)(6) 2014, the patient underwent generator revision. The lead was also replaced as the surgeon nicked the lead during surgery. The lead was discarded; however, the explanted generator was returned on (B)(6) 2014 and is pending analysis.

Event description:
Product analysis identified that the generator battery was depleted. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Bthis information was inadvertently left off of supplmental MFR. Report #01.